Manufacturer narrative:
Bed located in storage. Technician found that the head hi/lo valve was stuck. Replaced the valve to resolve this issue.

Event description:
Staff allege that the head section will not raise from the side rails switches. No injuries alleged.